Manufacturer narrative:
One complete flotrac kit in its original package was received for evaluation. Priming solution was visible inside of the whole line. Two pieces of tape were attached at pressure tubing connected to zero stopcock. The reported defect was confirmed. One black fiber- like material was found inside of the pressure line, tape was attached in that area. The material was curled and the length could not be measured. Visual examinations were performed under 10x magnification. Unit was sent for additional examination. A dark, fiber- like particulate was confirmed inside the pressure tubing. The particulate was approximately 2mm in length and 32cm distal from the flotrac housing. The particulate was flushed out of the kit at pressure 350mmhg after 5 minutes of flushing. The particulate was collected and sent to chemistry for further analysis. An investigation is on-going and the results will be submitted upon receipt.

Manufacturer narrative:
Per chemistry analysis, the ir spectrum of the unknown fiber like material showed similar absorption characteristics when comparing to cellulose like material. Risk assessment has been conducted for this condition. A cross-functional team is investigating this type of occurrence in order to determine root cause and take actions as deemed necessary.

Event description:
It was reported that "unknown material was observed near the three way stopcock at patient side during set up. The unit was not used due to the contamination and another device was used."